Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct d5. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (omsc) was informed the customer ir, autoclavable rigid telescope was returned to the olympus repair center for a reported ¿objective lens is down¿. The customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus. Upon inspecting, the misalignment of the objective lens at the distal end of the scope attributing to a cropped image. This report is being submitted to capture the misalignment of the objective lens.

Manufacturer narrative:
The repair inspection confirmed the customer reported issue, the objective lens at the distal end of the scope is misaligned attributing to a cropped image. The legal manufacturer (oste) performed a review of the device history records for the concerned device. There were no nonconformities associated with the device with respect to the described issue. The investigation is still ongoing; therefore, the customer¿s reported issue cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.